Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed lesion was located below the knee. The vessel was calcified and moderately tortuous. The sterling 3.0x60mm balloon was advanced to the lesion and ruptured on the first inflation at 8 atm. The procedure was completed with a symmetry 3.0x100 mm balloon. No pt injuries or complications were reported. The pt's current status is reported as "good."